Event description:
The customer stated that a physician questioned an axsym b-hcg result of 1267-88 miu/ml on a pt sample tested autodiluted. The same sample tested at 30.49 miu/ml using vidas method. The pt was retested eight days later and the vidas result was less than 2.0 miu/ml. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.